Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of hi, hi, and hi over the course of the day with a combined dose of insulin between 30-45 units for the period. Customer experienced hypoglycemia that night and lost consciousness. Paramedics were called and received a reading of 25 mg/dl with an unk brand of meter. IV and oral glucose treatment was provided. Customer was not taken to the hosp as glucose levels reached 122 mg/dl before paramedics left.